Event description:
It was reported that during generator revision surgery, diagnostics testing resulted in high lead impedance. Lead revision surgery was not performed at the time, but is likely. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.